Manufacturer narrative:
Device was returned with the formed needle being partially exposed. The linkage assembly was found to not be in the fully retracted position by looking through the top housing of the device. After the top housing was removed, the linkage assembly positioned itself to the proper retracted state, causing the needle to properly retract as well. Score marks were seen on the underside of the top housing indicating interference between the linkage assembly and housing of the device. The cause of the interference between the linkage assembly and top housing could not be determined. A tear was found on the exposed portion of the soft cannula caused by the exposed formed needle. A leak test was performed by manually occluding the cannula. Fluid could be seen exiting the tear. The timing of when the tear occured could not be determined. Data extracted from the device showed no timeouts or drive stalls. Device ran for 3616 pulses. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod for 36 to 48 hours. The needle mechanism did not fully retract after firing into the patients skin. It was about half way out still. The patient gave a correction bolus to lower the bg levels.